Event description:
Hamilton medical ag received the following event description: the device alarmed with tf9612. No patient involvement.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The report contains also the device evaluation. Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. The logfile shows the issue reported by the end customer. The device alarmed with tf9612 which indicates according to the service manual for hamilton-g5 "invalid air pressure (outside the range of 500 - 1000 mbar)." No patient was involved at the time of the event; therefore, there was no clinical impact. On (B)(6) 2025: at 21:56:07 audio paused off special 517. On (B)(6) 2025: at 21:56:07 tf: 9612 tech fault 9612. On (B)(6) 2025: at 21:56:07 tf: 1406 1100 tech fault 1406. On (B)(6) 2025: at 21:55:44 volume limitation alarms 4085. Due to the device alarming with tf9612, the vu motherboard was replaced. According to the partner, this resolved the problem.